Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in a 32-year-old female patient who had essure (batch no. 852003) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones in 2007, removal of kidney stone, gravida ii and parity 2. Previously administered products included for an unreported indication: depo. Past adverse reactions to the above products included menstruation irregular with depo. Concurrent conditions included migraine (not recovered prior to essure), anxiety (not recovered prior to essure), depression (not recovered prior to essure), insomnia, stress, cervicalgia, nausea, vomiting, light sensitivity to eye, depressive disorder, herpes simplex, flank pain, abdominal pain, lower abdominal pain, groin pain, urinary calculus, unspecified, tinnitus, dizziness, carpal tunnel syndrome, temporomandibular joint dysfunction, menstrual disorder, amenorrhea, back pain, difficulty sleeping, jitteriness, dysuria, blood in urine, pyelonephritis, renal colic, phlebolith and gum disorder. Concomitant products included buspirone hydrochloride (buspar) since 2007, diazepam (valium) since 2007 and fluoxetine hydrochloride (prozac) since 2007 for anxiety and depression, almotriptan since 2007, hydrocodone bitartrate;paracetamol (norco) since 2007, ketorolac tromethamine (toradol) since 2007 and naproxen since 2007 for migraine as well as desogestrel;ethinylestradiol (apri) from (B)(6) 2009 to (B)(6) 2010, ibuprofen, levonorgestrel from (B)(6) 2010 to (B)(6) 2011 and paracetamol (tylenol) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced anxiety ("anxiety/ mental anguish"), depression ("depression"), migraine ("migraine headache"), abdominal pain ("abdominal pain /chronic") and psychological trauma ("psych injury"). The patient was treated with surgery (laparoscopic lysis of adhesions and bilateral salpingectomy with complete removal of essure/coils). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the vaginal haemorrhage, anxiety, depression, migraine and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, migraine, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: previously essure insertion date was reported as (B)(6) 2011. There were 5 left trailing coils and 5 trailing coils on the right. She did not undergo conformation test (discrepancy noted in pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test - on (B)(6) 2011: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, headache. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received : events added- abdominal pain, psychological injury . Reporter added and events outcome updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in a (B)(6) female patient who had essure (batch no. 852003) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones in 2007, removal of kidney stone, multigravida and parity 2. Previously administered products included for an unreported indication: depo. Past adverse reactions to the above products included menstruation irregular with depo. Concurrent conditions included migraine (not recovered prior to essure), anxiety (not recovered prior to essure), depression (not recovered prior to essure), insomnia, stress, cervicalgia, nausea, vomiting, light sensitivity to eye, depressive disorder, herpes simplex, flank pain, abdominal pain, lower abdominal pain, groin pain, urinary calculus, unspecified, tinnitus, dizziness, carpal tunnel syndrome, temporomandibular joint dysfunction, menstrual disorder, amenorrhea, back pain, difficulty sleeping, jitteriness, dysuria, blood in urine, pyelonephritis, renal colic, phlebolith and gum disorder. Concomitant products included buspirone hydrochloride (buspar) since 2007, diazepam (valium) since 2007 and fluoxetine hydrochloride (prozac) since 2007 for anxiety and depression, almotriptan since 2007, hydrocodone bitartrate; paracetamol (norco) since 2007, ketorolac tromethamine (toradol) since 2007 and naproxen since 2007 for migraine as well as desogestrel;ethinylestradiol (apri) from (B)(6) 2009 to (B)(6) 2010, ibuprofen, levonorgestrel from (B)(6) 2010 to (B)(6) 2011 and paracetamol (tylenol) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced anxiety ("anxiety/ mental anguish"), depression ("depression") and migraine ("migraine headache"). The patient was treated with surgery (laparoscopic lysis of adhesions and bilateral salpingectomy with complete removal of essure/coils). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, anxiety, depression and migraine outcome was unknown. The reporter considered anxiety, depression, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously essure insertion date was reported as (B)(6) 2011. There were 5 left trailing coils and 5 trailing coils on the right. She did not undergo conformation test (discrepancy noted in pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test - on (B)(6) 2011: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, headache. Most recent follow-up information incorporated above includes: on 28-aug-2019: plaintiff fact sheet and medical records were received. Events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anxiety/ mental anguish, depression and migraines / headaches", lot number, medical history, concurrent condition and concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 28-year-old female patient who had essure (batch no. 852003) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones in 2007, removal of kidney stone, gravida ii and parity 2. Previously administered products included for an unreported indication: depo. Past adverse reactions to the above products included menstruation irregular with depo. Concurrent conditions included migraine (not recovered prior to essure), anxiety (not recovered prior to essure), depression (not recovered prior to essure), insomnia, stress, cervicalgia, nausea, vomiting, light sensitivity to eye, depressive disorder, herpes simplex, flank pain, abdominal pain, lower abdominal pain, groin pain, urinary calculus, unspecified, tinnitus, dizziness, carpal tunnel syndrome, temporomandibular joint dysfunction, menstrual disorder, amenorrhea, back pain, difficulty sleeping, jitteriness, dysuria, blood in urine, pyelonephritis, renal colic, phlebolith and gum disorder. Concomitant products included buspirone hydrochloride (buspar) since 2007, diazepam (valium) since 2007 and fluoxetine hydrochloride (prozac) since 2007 for anxiety and depression, almotriptan since 2007, hydrocodone bitartrate;paracetamol (norco) since 2007, ketorolac tromethamine (toradol) since 2007 and naproxen since 2007 for migraine as well as desogestrel;ethinylestradiol (apri) from (B)(6) 2009 to (B)(6) 2010, ibuprofen, levonorgestrel from (B)(6) 2010 to (B)(6) 2011 and paracetamol (tylenol) since (B)(6) 2011. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anxiety ("anxiety/ mental anguish"), depression ("depression/psych injury"), migraine ("migraine headache") and abdominal pain ("abdominal pain /chronic"). The patient was treated with surgery (laparoscopic lysis of adhesions and bilateral salpingectomy with complete removal of essure/coils and she had undergone dilation and curettage on (B)(6)2013). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the vaginal haemorrhage, anxiety, depression and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously essure insertion date was reported as (B)(6)2011. There were (B)(4) left trailing coils and (B)(4) trailing coils on the right. She did not undergo conformation test (discrepancy noted in pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pregnancy test - on (B)(6)2011: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, migraine, and headache". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-dec-2019: plaintiff fact sheet received. Event " abnormal bleeding (vaginal/menorrhagia)" was upgraded to serious incident. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in a 32-year-old female patient who had essure (batch no. 852003) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones in 2007, removal of kidney stone, gravida ii and parity 2. Previously administered products included for an unreported indication: depo. Past adverse reactions to the above products included menstruation irregular with depo. Concurrent conditions included migraine (not recovered prior to essure), anxiety (not recovered prior to essure), depression (not recovered prior to essure), insomnia, stress, cervicalgia, nausea, vomiting, light sensitivity to eye, depressive disorder, herpes simplex, flank pain, abdominal pain, lower abdominal pain, groin pain, urinary calculus, unspecified, tinnitus, dizziness, carpal tunnel syndrome, temporomandibular joint dysfunction, menstrual disorder, amenorrhea, back pain, difficulty sleeping, jitteriness, dysuria, blood in urine, pyelonephritis, renal colic, phlebolith and gum disorder. Concomitant products included buspirone hydrochloride (buspar) since 2007, diazepam (valium) since 2007 and fluoxetine hydrochloride (prozac) since 2007 for anxiety and depression, almotriptan since 2007, hydrocodone bitartrate;paracetamol (norco) since 2007, ketorolac tromethamine (toradol) since 2007 and naproxen since 2007 for migraine as well as desogestrel;ethinylestradiol (apri) from (B)(6)2009 to (B)(6)2010, ibuprofen, levonorgestrel from (B)(6)2010 to (B)(6)2011 and paracetamol (tylenol) since (B)(6)2011. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced anxiety ("anxiety/ mental anguish"), depression ("depression"), migraine ("migraine headache"), abdominal pain ("abdominal pain /chronic") and psychological trauma ("psych injury"). The patient was treated with surgery (laparoscopic lysis of adhesions and bilateral salpingectomy with complete removal of essure/coils). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the vaginal haemorrhage, anxiety, depression, migraine and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, migraine, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: previously essure insertion date was reported as (B)(6)2011. There were 5 left trailing coils and 5 trailing coils on the right. She did not undergo conformation test (discrepancy noted in pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pregnancy test - on (B)(6)2011: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, headache. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.